Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery (cfa) using a proglide device after a percutaneous coronary interventional procedure. Reportedly, the suture was not present when the suture was retrieved from the plunger. Hemostasis was achieved using another proglide device. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device indicated that both cuffs captured the needles. The rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval as intended, contradicting the reported suture retrieval failure. Because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Reportedly, the device was used in a mildly calcified and mildly tortuous common femoral artery. The instructions for use states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the analysis of the returned device, the reported suture retrieval failure could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.